Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as redness on their skin where the vibration box was in contact; the redness disappeared when pressed with a finger. According to the nurse, the patient had been on prolonged bed rest, and the e-belt's cable was pressing against the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician applied gauze for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.